Event description:
Event description guidant received information that this pacemaker, which was part of an advisory letter, could not be interrogated as telemetry was unable to be established. No adverse patient effects were noted. It was initially reported that the physician planned to replace the device as soon as possible. Four weeks later, the device continued to remain implanted.